Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-07275. It was reported the patient's scs system was unable to provide effective pain relief. As such, multiple reprogramming sessions were attempted to no avail. Reportedly, a physician consult to discuss surgical intervention is pending as the next course of action.